Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device interrogation, the pacemaker and right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 2500 ohms. Oversensing of noise was also observed on the atrial channel, thus the pacemaker was reprogrammed to pace and sense only in the ventricle. The ra lead and pacemaker remain in service and no adverse patient effects were reported.